Event description:
The operator of a dimension exl 200 instrument reported a burning smell and observed smoke coming from the cuvette form assembly. The customer rebooted the instrument. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The customer replaced a burnt heat torch prior to fse visit. The fse ran tests and checks and verified that the instrument is operational. The cause of the customer observing smoke is a malfunction of the heat torch. The instrument is performing according to specifications. No further evaluation of the device is required.